Event description:
(B)(4) study. It was reported that post stenting procedure, the patient experienced myocardial infarction and restenosis. In (B)(6) 2009, the patient presented with stable angina and was referred for cardiac catheterization which revealed the 70% stenosed target lesion located in the proximal left circumflex which was 8mm long with a reference vessel diameter of 3.0mm. The lesion was treated with predilatation and placement of a 3.0 x 12mm study stent resulting to 0% residual stenosis. One day post procedure, the patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was hospitalized and underwent non-target vessel revascularization. Cardiac enzyme elevation was consistent with protocol definition of myocardial infarction. One day post admission, the critical stenosis noted in the saphenous vein graft extending to the left circumflex was treated with predilatation and placement of a 3.5 x 22mm promus drug eluting stent followed by post dilatation resulting to 0% residual stenosis. In addition, the lesion in the saphenous vein graft extending to the first obtuse marginal was treated with placement of a 3.5 x 20mm promus drug eluting sent resulting to 0%residual stenosis. The event was resolved without residual effects and the patient was discharged on twenty one days post revascularization.

Manufacturer narrative:
Patient identifier (B)(6). Device is a combination product. Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).